Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Dried saline was noted within the redel connector, consistent with the short circuits detected. Further investigation revealed the pi irrigation tubing had been fractured at the transition near the deflectable portion of the catheter shaft, consistent with the failed shaft leak and irrigation leak tests, short circuits, fluid ingress and dried saline.

Event description:
This report is to advise of a leak and short circuits in the catheter noted during analysis.